Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower scan result on the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms and self-treated with "dextrose". The customer had contact with a healthcare professional, who provided them with unspecified treatment. There was no report of death or permanent impairment associated with this event.